Manufacturer narrative:
No device deficiency reported. Cardiac perforation and tamponade are known potential adverse events of catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation procedure to treat atrial fibrillation, the left-sided veins were treated first. The left superior pulmonary vein (lspv) was ablated without incident, but while attempting to access the left inferior pulmonary vein (lipv) the catheter tip went into the left atrial appendage before being repositioned. A good endoscopic image could not be obtained in the lipv so the catheter was moved to the right-sided veins. The patient had a history of lipv stenosis and an existing effusion, so the effusion was checked and found to have worsened during the procedure. Pericardiocentesis was performed and then repair surgery, which found and repaired a perforation in the tip of the left atrial appendage. The surgeon performing the repair noted the atrial tissue was very thin and floppy and not like typical atrial tissue.